Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the clinical sales representative (csr) reported that the ground pad was not recognized by the vio dv. He replaced the ground pad, but the problem persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised him to check if the ground pad would be recognized on another person, and if it was, to use gel for ground pad use. Later, another staff reported that the issue was not resolved by changing to another ground pad or trying with another person. The customer was advised to prepare an external electrosurgical unit (esu). The procedure was completed as planned with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electro surgical unit (iesu) for failure analysis investigation. The iesu was analyzed and could not replicate or confirm the customer-reported complaint. The reported issue could not be confirmed through system logs, as no erbe errors were recorded. Failure analysis inspection did not identify any issues related to the reported event. Visual inspection revealed minor scuffing on the bottom of the front bezel. The unit was tested on the system, where neutral electrode or ground pad recognition were normal, all instruments were correctly recognized, and all required energy operations were successfully performed across all ports. No errors were found in the erbe logs. The erbe will be sent to the original equipment manufacturer (OEM) for further investigation. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was not completed robotically with an external generator. The third party generator was used.

Event description:
Refer to h11 for follow-up information.